Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were missing. The device shows age related signs of wear and tear and the operating unit and the p2-connector are damaged. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, but the pump did not pass the occlusion test. It was not possible to put the pump in operation. 2.3 the device history files were read out and analyzed. Based on the device history could be detected, that the last infusion was performed (B)(6) 2021. After this day it was not possible to start the infusion because the device did not pass the occlusion test. It could be found that a line change was performed but no infusion started. It was not possible to start an infusion. 2.4 the downstream sensor, the electronic pressure cut-off, the mechanical pressure limitation of the device and the delivery accuracy could not be tested. 2.5 the device was disassembled, and the inside was investigated. In addition to the damaged p2-connector and the operating unit, we found that the pump frame was pushed out of the inner frame. The damage is due to an external force or fall damage. 3. Judgment: 3.1 the complaint could not be confirmed. Because of the impact damage, it was not possible to insert the line. Also, it was not possible to check the pressure and the flow rate.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" according to the customer: "the rate of flow in not conform. It is slower than usual."